Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Revision surgery was performed in 2009 due to osteolysis and loosening. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.